Event description:
Scheduled for stent surgery when news of approval on new stent released and told pt better to wait for new stent. The next day had new stent implanted. Developed an av fistula and blood clot. Surgery to repair the fistula in 2003. Pt was told they could get up from bed on the next day to go to bathroom and shower. Collapsed and died shortly after getting up. Autopsy performed says they died of secondary complications to heart disease. Also states a myocardial infarction -3 to 7 days old- no indication by pt they had a heart attack and family was never told by anyone. Rptr asks if this could have happened when stent inserted and was the stent the correct size for pt artery, was or could the stent have contributed to death.